Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen and blood in the guide wire lumen. There were numerous kinks throughout the hypotube and shaft of the device. The distal tip was damaged. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the proximal end and center of the stent were bunched up with flared, bent, overlapping struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08121 and 2134265-2015-08122. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 20 x 2.50mm rebel stent was selected however; the device was caught and damaged during insertion. The 24 x 3.50mm rebel stent was then advanced and deployed in the proximal rca. A 24 x 2.50mm rebel stent was then advanced to the distal rca. The physician wanted to remove the device so they could further balloon the distal vessel. Upon removal of the 24 x 2.50mm rebel stent it caught on the proximal 24 x 3.50mm rebel stent that had already been deployed. The stent was removed and was found to be crushed. The implanted 24 x 3.50mm rebel stent was also noted to be malformed. Three days later, the patient was brought back to the cardiac catheterization laboratory and a 2.75 x 20mm rebel stent was deployed in the distal rca using a non-bsc guide extension catheter. The previously implanted 24 x 3.50mm rebel stent was re-ballooned. No patient complications were reported and the patient's status was stable. Upon case review of the optical coherence tomography (oct) images of the initial procedure, it was noted that the implanted 24 x 3.50mm rebel stent was not fully apposed and was hanging mid vessel, which may have contributed to the 24 x 2.50mm rebel stent getting caught as they were attempting to place it.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08121 and 2134265-2015-08122. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 20 x 2.50mm rebel stent was selected however; the device was caught and damaged during insertion. The 24 x 3.50mm rebel stent was then advanced and deployed in the proximal rca. A 24 x 2.50mm rebel stent was then advanced to the distal rca. The physician wanted to remove the device so they could further balloon the distal vessel. Upon removal of the 24 x 2.50mm rebel stent it caught on the proximal 24 x 3.50mm rebel stent that had already been deployed. The stent was removed and was found to be crushed. The implanted 24 x 3.50mm rebel stent was also noted to be malformed. Three days later, the patient was brought back to the cardiac catheterization laboratory and a 2.75 x 20mm rebel stent was deployed in the distal rca using a non-bsc guide extension catheter. The previously implanted 24 x 3.50mm rebel stent was re-ballooned. No patient complications were reported and the patient's status was stable. Upon case review of the optical coherence tomography (oct) images of the initial procedure, it was noted that the implanted 24 x 3.50mm rebel stent was not fully apposed and was hanging mid vessel, which may have contributed to the 24 x 2.50mm rebel stent getting caught as they were attempting to place it.